Manufacturer narrative:
A partial lead with the distal tip measuring 47.0cm was returned for analysis. Fracture of the inner coil was noted at 36.3cm from the distal tip, consistent with fatigue. This fracture is consistent with the field observation of high impedance and sensing anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance and low sensing were observed. The lead was explanted. The patient was stable.